Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused multiple sclerosis, hepatitis b, throat irritation, and fatigue. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.